Event description:
An ocd specialist reported that a customer obtained positively biased valp results from a proficiency sample on the 5,1 fs analyzer. No patient results were reported. Based results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.